Event description:
Correction: the initial MDR submitted on february 17, 2025 was filed inadvertently. No device malfunction has occurred.

Event description:
Per the clinic, the patient reported intermittencies and poor sound quality with device use. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.